Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for service. Philips is currently investigating this complaint; however, the device has been returned but the examination has not yet begun on the device.

Manufacturer narrative:
The bipap a40 pro (109421464) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.